Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer had symptom of frequent urination, excessive thirst, chest pain and shortness of breath. Customer was hospitalized due to diabetic ketoacidosis and large ketones. Customer was still in the hospital at the time of call and was treated with manual injection. Customer was wearing insulin pump at the time of hospitalization. Customer reported to have been hospitalized twice in one week. Healthcare professional requested that troubleshooting be done on insulin pump.